Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was unresponsive, the contrast button was intermittently unresponsive and difficult to press, and the up and down arrow buttons were hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: all of the buttons on the keypad were intermittently responsive and required multiple button presses to be engaged. The up arrow and down arrow buttons were sticking and were hyper-responsive once responded. The keypad was torn and the contrast button contact was exposed. Contamination was found under all of the button contacts when the keypad was removed. The ok button contact was found to be misaligned. Unrelated to the keypad complaint, the display was dim and discolored. The contrast setting was set to the maximum with little improvement observed. Also unrelated, there was a crack in the battery compartment. There was no evidence of moisture in the battery compartment and no loss of power observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.